Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Event description:
The facility representative reported, in paperwork received with the device at service, a colleague infusion pump which experienced a speaker failure. This condition was reported along with failure code 512:320:844:0000, therefore it is likely that this device failed to alarm for failure code 512:320:844:0000. It is unknown when the reported condition occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a speaker failure. The root cause of this condition was determined to be a pinched wire in the speaker harness. The speaker harness was replaced to repair this condition. The uim master software version for this device (B)(4) which is classified as unremediated.